Event description:
Device malfunction: irregular sheath splitting. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se attempted arteriotomy closure of a femoral artery after an interventional procedure. Reportedly, after initiating sheath splitting it was noted that the sheath began to split on both sides of the sheath. The safety release button was depressed and the device was removed. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete.